Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A 23 khz top of the standard tip was reported to have cracked and came off in the surgeon's hand during a procedure. The unit was in contact with the patient, but the event did not result in an injury or death. Additional clinical information has been requested.